Event description:
The customer reported false positive coronavirus result using aries sars-cov-2 assay (24 cassettes) - ivd. The specimen was a nps swab in vtm. The collection time was 08:15 am on (B)(6) 2021. The receive time was 09:21 am on (B)(6) 2021. The aries run time was 10:03 am on (B)(6) 2021. Results were as follows: - aries run: sample ID (B)(6) , cassette sn a00453, orf 1ab CT was 26.3, n gene was not detected, positive for sars cov-2. - hologic panther run: negative in triplicate for sars cov-2 . The customer confirmed the hologic panther results were reported to the medical team while the aries results were not.

Manufacturer narrative:
Data review: on (B)(6) 2021 the customer contacted luminex technical support to report a discrepant false positive result for aries sars-cov2-eua assay pn: 50-10047 lot: ab4079. Provided run files show initial run as a positive, while 3rd party hologic panther covid assay yielded triplicate negative results. Confirmation testing was not performed using the aries assay. - cassette ID: (B)(6) ran at 10:03 on 10-11-2021, sample ID: (B)(6) , the orf1ab gene was detected at a CT of 26.3 and the n gene was not detected. Result was sars-cov-2 positive. Result was not reported to physician. - confirmation testing results performed in triplicate were not provided to luminex but were reported to physician. Result was sars-cov-2 negative. Consumable review: no false positive results were reported during aql testing of lot ab4079a on 09/02/2021. There are no ncmrs associated with this lot. There are no additional or related complaints for discrepant results for lot ab4079a reported. Device review: aries system sn: m12v120141001, module sn: (B)(6) . Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. The same customer previously reported false positive results on cases (B)(4) for sars-cov-2 lots ab2010a, ab2141a, and ab4141a while using aries system m12v120141001. There is no indication of a device malfunction. Sample work-up: confirmation that the sample work-up was performed consistent with the package insert instructions was provided by the customer. Conclusion: the root cause of the false positive cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of consumable or hardware malfunction. Escalation case (B)(4)previously investigated the occurrence of false positive results from orfab targets only. It was determined that while a false positive result from orfab only is possible, the frequency was within parameters defined in aries sars-cov-2 package insert, 89-30000-00-865. The risk was assessed on ra-lmnx-20-0161 and determined to be low risk. In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
The customer reported false positive coronavirus result using aries sars-cov-2 assay (24 cassettes) - ivd. The specimen was a nps swab in vtm. The collection time was 08:15 am on (B)(6) 2021. The receive time was 09:21 am on (B)(6) 2021. The aries run time was 10:03 am on (B)(6) 2021. Results were as follows: - aries run: sample ID (B)(4), cassette sn (B)(4), orf 1ab CT was 26.3, n gene was not detected, positive for sars cov-2. - hologic panther run: negative in triplicate for sars cov-2. The customer confirmed the hologic panther results were reported to the medical team while the aries results were not.